Event description:
Temperature sensing foley stopped reading temperature within 24 hours of initiation. Temp cords were exchanged but the problem remained. There were 3 of these foleys with the same issue, same lot number, within a month time. Lot number was pulled from further use.